Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot # of the device used in this procedure? . What is the physician's opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and the mesh was implanted. It was reported that the patient experienced a uvi infection that was classified with mild severity. It was reported that the patient was given drug therapy and the event ended on (B)(6) 2022. It was reported that the patient recovered, and the event resolved without sequalae. It was also reported that the event had a possible relationship to the study device and a possible relationship to the primary study procedure. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 05/18/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: ethnicity: white/not hispanic or latino. Patient¿s primary procedure was performed on (B)(6) 2022 with no concomitant procedures indicated. The was a 25 ml volume of estimated intra-operative blood loss and the patient was discharged on (B)(6) 2022. The patient was concerned about bladder emptying and had an unscheduled visit on (B)(6) 2022. A perineal ultrasonography was performed. The patient experienced uvi with a mild severity that had a possible relationship to the study device and possible relationship to the primary study procedure. Patient was administered selexid 150 mg orally for candida vulvovaginitis and the outcome was recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: adverse event term : uvi => urinary tract infection.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: urinary tract infection. Relationship to primary study procedure : possible => not related.